Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(6). Testing revealed that the axiem box failed. After replacing the part, the system passed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure, with no patient present. It was reported that navigation on quarter of the trajectory view was invisible when switching between the trajectory view and anatomy view. It was further reported that when the system was restarted, the issue was resolved.